Manufacturer narrative:
The insulin pump was received with an intermittent act, up and down arrow button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer called in to report a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 90 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.